Event description:
It was reported that during da vinci-assisted surgical procedure, the wire of the force bipolar instrument broke causing the tip to fall inside the patient's anatomy. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument / accessory was inspected prior to use with no noted damage. Mesh was being inserted into the abdomen by the surgical scrub with a non robotic grasper. The surgeon brought the force bipolar into view to grasp the mesh and it was realized at that point that the tip was completely off the instrument altogether. Prior to this finding, the force bipolar had been used to grasp/polarize tissue. The surgeon believed it was a fault in the wire on the instrument. The instrument was in use approximately for 30 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument until the tip was found to be completely off/broken. The instrument did not collide with any other instruments or other hard material during the surgical procedure. It broke inside the patient and the fragment was retrieved immediately. The instrument was not removed during the procedure prior to the issue. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument after the event occurred. A laparoscopic grasper was used to retrieve the tip. All fragments were retrieved and confirmed by visual observation of the abdomen. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The piece that fell off was taped to and shipped with the damaged arm back to intuitive.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument and failure analysis has completed their investigation. The force bipolar instrument was found to have a broken grip that is completely detached from its base. The broken piece was returned with the instrument. Components adjacent to this broken grip show damage which may indicate potential\mishandling/misuse.